Event description:
During a left branch stimulation procedure, output issues with the amplifier resulted in the procedure being cancelled. It was not possible to layout an ECG and to launch the stim. A message on the screen displayed, "amplifier error". The amplifier was restarted but this did not resolve the issue. The procedure was cancelled with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
This report includes updated device information and updated analysis.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.